Event description:
Pt developed an infection of her central venous access requiring IV antibiotics to avoid hospitalization. The infection is being attributed to a corruption of the needleless access system being used to access and maintain her implanted port access.